Event description:
It was reported that during an afib ¿ paroxysmal procedure, the fix lasso nav was tried to place into right inferior pulmonary vein (ripv), but the physician had difficulty for placing it due to the shape of the right inferior pulmonary vein (ripv). The physician disconnected the catheter from the cable and manipulated the lasso but he still had a difficulty. While manipulating the catheter, the lasso was unconsciously removed from left atrium (la) and inserted into right vertricular (rv). The tip of the fix lasso nav was tangled into the tricuspid valve. The lasso was tried to remove from the valve repeatedly but it failed. Finally the catheter was inserted into the sheath with force. Physician found that there were some tissues of papillary muscle or a part of tricuspid valve attached on the ring of the catheter. The blood pressure and ECG were not changed. When ultrasound was conducted to check the tricuspid valve, a part of the tissues seemed came off, but the details couldn¿t be seen. The pericardial fluid was not observed. The catheter was changed to another one and pulmonary vein isolation (pvi) was conducted successfully. The procedure was completed. After the procedure, heart sound detection by auscultator and tricuspid regurgitation (tr) by cardiac echo were checked. The outcome of the patient was stable and there was no additional treatment needed. According to the physician, the cause of this event might be due to the fact that because the anatomy of the right side of the heart was not normal, the lasso slipped down into the right vertricular (rv) when the catheter was unconsciously removed from left atrium (la).

Manufacturer narrative:
(B)(4). It was reported that during an afib ¿ paroxysmal procedure, the fix lasso nav was tried to place into right inferior pulmonary vein (ripv), but the physician had difficulty for placing it due to the shape of the right inferior pulmonary vein (ripv). The physician disconnected the catheter from the cable and manipulated the lasso but he still had a difficulty. While manipulating the catheter, the lasso was unconsciously removed from left atrium (la) and inserted into right ventricular (rv). The tip of the fix lasso nav was tangled into the tricuspid valve. The lasso was tried to remove from the valve repeatedly but it failed. Finally the catheter was inserted into the sheath with force. Physician found that there were some tissues of papillary muscle or a part of tricuspid valve attached on the ring of the catheter. The blood pressure and ECG were not changed. When ultrasound was conducted to check the tricuspid valve, a part of the tissues seemed came off, but the details couldn¿t be seen. The pericardial fluid was not observed. The catheter was changed to another one and pulmonary vein isolation (pvi) was conducted successfully. The procedure was completed. After the procedure, heart sound detection by auscultator and tricuspid regurgitation (tr) by cardiac echo were checked. The outcome of the patient was stable and there was no additional treatment needed. According to the physician, the cause of this event might be due to the fact that because the anatomy of the right side of the heart was not normal, the lasso slipped down into the right ventricular (rv) when the catheter was unconsciously removed from left atrium (la). Upon receipt, the device was visually inspected and it was found in normal conditions. No tissue was found on the lasso loop. Then per the reported event, a deflection test was performed and the catheter passed all tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The catheter passed all specifications. The root cause of the issue remains unknown; however, per the physician, the cause of the event might be due to the fact that the anatomy of the right side of the heart was not normal, the lasso slipped down into the rv when the catheter was unconsciously removed from la.

Manufacturer narrative:
The concomitant product: carto 3: model # fg-5400-00j, serial # 50206. (B)(4).